Event description:
It was reported that during the last implantable neurostimulator (ins) replacement a plug got stuck in the ins. The doctor drilled the plug out. There were no reports of lasting therapy impact due to the event. No additional information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 377645, lot# v017401, product type: lead. Product ID: 377645, lot# v013771, product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 3708160, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. (B)(4).